Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see section for investigation results.

Event description:
The sample received consisted of one red adapter with a crack in the side. The possible causes were identified. DHR was reviewed and no deviations related to this failure mode were found. There are no ncrs related to the reported issue. The manufacturing lot number associated with this complaint was (B)(4). Over tightening catheter connections can crack the adapters. The event description states that when crack was discovered, the catheter was in use for 13 months, this evidences that the device was functional. Most likely, based on the available information, the device could have been damaged during that time. While the labeling provides an appropriate warning, labeling cannot prevent a clinicians failure to heed the warning and nor can labeling control use of appropriate measures to use a device according to manufacturer's instructions for use. This defect was confirmed. Based on the available information the most probable root cause could be considered as misuse due to a possible adapter over tightening, therefore this failure is not manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% adapters inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapter issues in the catheter assembly. This complaint will be used for tracking and trending purposes

Event description:
It was reported to covidien on (B)(4) 2014 that customer had an issue with a dialysis catheter. The customer states that 13 months post placement, the arterial adapter was cracked. The catheter was pulled and replaced with a new catheter. The (B)(6) patient required hospitalization.